Event description:
It was reported that pump experienced malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and to call back if malfunction reoccurred, which customer acknowledged and understood.